Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's doctor reported via phone call indicating that she/he was hospitalized due to high blood glucose. Customer's blood glucose at time of incidents was 569 mg/dl. The customer ended up at the hospital due to hyperglycemia. The customer's doctor stated that patient is on the long acting and short acting. The customer's doctor stated that she had insulin pump and has poor vision and was injecting bolus. The customer hit the pump with an object. The customer's doctor declined to continue to troubleshoot at this time.